Event description:
It is reported that the pt was revised due to fracture of the stem extension and femoral component. Loosening of the femoral component was also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.